Event description:
I had j plasma/renuvion performed from a surgeon that said I would have great skin tightening results from it. It completely disfigured my stomach causing my skin to bunch up and wrinkle and adhere to my abdominal wall. I had pain and suffering from extensive scar tissue I was left with under my skin. FDA safety report ID# (B)(4).